Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. E1: country: china. G1: postal code for manufacturer: (B)(6).

Event description:
During operation user found out the needle cannot be retracted, and the handle diviated. User changed to a new one continue the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. 1. Please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc.) (If lungs, which lymph node was being targeted? E.g., 2r, 2l, 4r, ao, ar, 11ri, 11s, etc.) Pancreas. 2r, 2l, 4r, ao, ar, 11ri, 11s. 2. Please describe the size of the intended target site. Unknown (device damge detected upon opening the package). 3. Was gaining access to the target site difficult? Unknown (device damge detected upon opening the package). 4. Was puncture of the targeted site difficult? Unknown (device damge detected upon opening the package). 5. What is the scope manufacturer and model number that was used? Unknown (device damge detected upon opening the package). 6. Was the scope recently service/repaired? Unknown (device damge detected upon opening the package). 7. Was the device used in a tortuous position? Unknown (device damge detected upon opening the package). 8. Are images of the device or procedure available? Device damge detected upon opening the package. 9. Was the device damaged in packaging before removal? Yes. 10. Was the device damaged on removal from packaging? Yes. 11. Was force required to remove the device? Device damge detected upon opening the package. 12. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Device damge detected upon opening the package. 13. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) device damge detected upon opening the package. 14. If not with the device in question, how was the procedure performed and/or finished? With a new one to complete the procedure. 15. Did the patient require any additional procedures as a result of this event? No. 16. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2150012 of echo-1-22 was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 05 mar 2025. On evaluation of the devices the following observations were made: visual inspection: device returned without the stylet. Device returned with needle advanced. Distal end of needle examined, and no issue observed. Biological matter observed at the distal end of sheath. Proximal needle kink observed just below sheath extender. Functional inspection: sheath extender able to advance and retract without issue. Attempted to advance the needle handle but only advanced to position 5. Needle handle able to retract with no issue. Needle removed from device and break observed inside the handle approx. 3.5cm below the needle hub manually straightened the kink below sheath extender and now the needle handle able to advance and retract. Manufacturing records: prior to distribution, all echo-1-22 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-1-22 of lot number c2150012 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause may be attributed to user technique or device handling, where the positioning of the needle required increased angulation and excessive bending while attempting to advance the needle after the first puncture. This may have resulted in a needle break within the handle, which could have caused the difficulty in needle retraction reported in the complaint. No handle deviation was observed during the laboratory evaluation. After multiple follow-up attempts to obtain clarification from the customer regarding the proximal kink, no response was received (ref. (B)(4)) clarification regarding proximal kink observed during lab evaluation 3rd attempt_ta 26june2025). An additional complaint cn-086371 opened to capture the instance of the proximal kink observed. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to user technique or device handling, where the positioning of the needle required increased angulation and excessive bending while attempting to advance the needle after the first puncture. This may have resulted in a needle break within the handle, which could have caused the difficulty in needle retraction reported in the complaint. No handle deviation was observed during the laboratory evaluation. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 02 jul 2025.